Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual inspection was performed on the returned device. The shaft separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that during unpackaging, while removing a 2.5x25mm trek rx balloon dilatation catheter (bdc) from its dispenser hoop packaging without difficulty, the hypotube shaft reportedly snapped in half (separated). There was no damage noted to any of the packaging materials. The device was not used in the patient and this issue did not cause or contribute to any clinically significant delay. Another trek rx bdc was unpackaged and used without issue to perform the planned procedure. No additional information was provided.